Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump buttons had to push more than once. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries. Customer stated that the reservoir and battery compartment was damaged. Customer stated that the reservoir was able to lock into place. Customer stated that the insulin pump had clicking noise during priming. The insulin pump will be returned for analysis.